Manufacturer narrative:
The reported age reflects the average age of the patients reported in the literature article. The reported sex reflects that of the majority of the patients reported in the literature article. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_pump, product type: pump. (B)(4).

Event description:
Abrecht, c.r., gabriel, r.a., dutton, r.p., kaye, a.d., michna, e., urman, r.d. National perioperative outcomes for intrathecal pump, spinal cord stimulator, and peripheral nerve stimulator procedures. Pain physician. 2015;18(6):547-554. Summary: there is abundant literature on the long-term complications of intrathecal pumps (itp), spinal cord stimulators (scs), and peripheral nerve stimulators (pns) used in the treatment of chronic pain. There is less information, however, on the perioperative complications of these procedures. Reported events: data were obtained from the national anesthesia clinical outcomes registry (nacor) of the anesthesia quality institute (aqi). Information was collected on patient demographics, procedure information, anesthetic administered, diagnosis linked to the procedure, and perioperative outcomes. The search yielded twelve-thousand six-hundred-eleven (12,611) intrathecal pump (itp) cases from 2010 to 2014. The diagnoses cited for an itp were implant complication, spasticity, back pain without radiculopathy, other chronic pain, implant adjustment, and malignant pain. The diagnoses were based on ICD-9 codes. The majority of the patients were asa (american society of anesthesiologists) physical class 2 or 3 but the itp cases had the highest proportion of asa physical class 3 patients. The most common anesthetics administered were general anesthesia and monitored anesthesia care. Intravenous conscious sedation and neuraxial anesthesia represented only a small minority of cases. The mean case duration of the itp procedures was 112 minutes. The most common diagnosis associated with a procedure was an implant complication, such as a mechanical complication related to the device or an infection or inflammatory reaction to the device. The next most common indication was spasticity, followed by back pain and ¿other chronic pain.¿ ICD-9 codes for maligna nt pain were associated with only a minority of itp cases. For each surgical case type, only the 5 most commonly reported outcomes were reported. The most common perioperative outcomes of the procedure were noted as hemodynamic instability (13.9%), case delayed (5.6%), extended post anesthesia care unit (pacu) stay (4.5%), nausea/vomiting (2.3%), and inadequate pain control (2.2%). It was noted to identify the root causes of complications, additional information was needed on the procedure performed (e.g., an implant vs a revision), the surgical technique used, and the device implanted, as well as on specific patient comorbidities. The severity of underlying disease in itp patients may explain in part why itp procedures were associated with more adverse outcomes overall than spinal cord stimulation (scs) or peripheral nerve stimulation (pns) patients. The procedure data indicated that the majority of itp procedures were performed at community hospitals, in particular those with over 100 beds. Follow-up was being conducted to obtain the event dates, drug information, product information, patient identification, cause of the implant complication (mechanical complication related to the device, infection, or inflammatory reaction to the device), cause of the hemodynamic instability, cause of the extended pacu stay, cause of the revisions performed, diagnostics performed, and patient outcome. Two-thousand five-hundred seventy (2570) cases had implant complications such as a mechanical complication related to the device or an infection or inflammatory reaction to the device. Thirteen point nine percent (13.9 %) of cases had hemodynamic instability as a top perioperative outcome by procedure. Four point five percent (4.5 %) of cases had an extended pacu stay as a top perioperative outcome by procedure. Two point three percent (2.3%) of cases had nausea/vomiting as a top perioperative outcome by procedure. Two point two percent (2.2%) of cases had inadequate pain control as a top perioperative outcome by procedure.